Event description:
Spoke with pt's mom. According to her one of the ms3 pumps is malfunctioning. The pump suddenly stopped working. There was a message on the screen but she does not remember it anymore. When the pump stopped, she immediately switched to the other pump and so there was no interruption in therapy. She tried to use the malfunctioning pump again. It was working in the beginning, however, for the second time, it suddenly stopped again. She changed the battery but the pump did not turn on. She is not at home so she could not give the serial number of the pump. Advised to call us asap when she gets home to give us the serial #. She v/u transferred call to (B)(6), psr to schedule delivery of the replacement pump. No further info known, attempt to call pt's mom for sn of pump. No call back. Pt had sns' (B)(4) at the time of the report. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.